Manufacturer narrative:
No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -5.5 diopter, into the patient's right (od) eye. Reportedly, the patient developed a cataract. It is unknown as to whether the lens remains implanted; attempts to obtain additional information have not been successful.